Event description:
On (B)(6) 2023 leica biosystems received the complaint confirmation, that the customer experienced suboptimal tissue processing on their leica asp6025 leading to the tissue damage. The affected tissues were being brittle as well as showing poor nuclear detail. On (B)(6) 2023 leica biosystems received final confirmation that 9 patient samples could not be successfully diagnosed and a re-biopsy of the patients concerned will therefore be required.

Manufacturer narrative:
As determined by the investigating field service engineer, due to a recent supplier change, the customer now receives all liquid reagents in identically coloured bottles, making it difficult to distinguish between different reagents. This change was implemented without prior information of laboratory personnel. The new reagent bottles together with the lack of information regarding this change caused the laboratory personnel to mistakenly replace the xylene in d3 (the final clearing step before proceeding to the wax infiltration steps) not with fresh xylene, but with acid alcohol. This in turn caused the affected tissue samples to become dry and brittle, making them difficult to section. The customer was advised by the responsible leica biosystems representative to exchange all xylene and wax reagents on the affected instrument. This has since occured. After exchanging all affected reagents the customer has returned the device to regular use without any further issues reported.